Event description:
Md was using a valleylab disposable cautery and the pt experienced a small burn. Md felt that there might be a leak in the insulation. Diagnosis: symptomatic fibroid uterus. Date of use: (B)(6) 2011.